Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was an occurrence of an abnormal battery depletion. The patient experienced worsening dystonia of the upper limbs which induced pain so they went into the emergency room on (B)(6) 2017. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. On (B)(6) 2017, the patient was hospitalized and a deterioration of the patient's general health status because of the dystonia was noted. On (B)(6) 2017, the device was interrogated and the battery depletion was discovered. The etiology was noted as related to the device/therapy and not related to the implant procedure; the implantable neurostimulator (ins) was noted as the component related to the event. The actions interventions taken to resolve the issue included explanting and replacing the ins on (B)(6) 2017; the device disposition was noted as unknown. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined this event was a duplicate of manufacturer report #3007566237-2017-02184. Any new information relating to this event will be reported under manufacturer report #3007566237-2017-02184.